Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. It was noted that when the patient followed-up, the device was unable to interrogate due to sudden battery drainage. The device was explanted and replaced. The asymptomatic patient was stable after the procedure.